Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was released abruptly, which caused the capsular bag to rupture, for which it was necessary to remove the lens and replace it with another lens during initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).